Event description:
Reported events of epigastric pain, "slippage of the band", "stomach wall erosion", "migration of the band into the gastric lumen", and inflammation within one patient from journal article: "removal of eroded gastric bands using a transgastric sils device", case reports in surgery, (2013) vol. 2013, pp. 852747. Electronic publication date: 16 dec 2013.

Manufacturer narrative:
Taper unknown. (B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion, band slippage, irritation/inflammation, and pain are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events.